Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause could not be identified. However, it is likely, that physical stress was applied to insertion section. Which led to damage of charged coupled device-unit leading to the malfunction. The event can be [detected/prevented], by following the instructions for use, which state: important information-please read before use: warnings and cautions: caution: turn the video system center on only, when the endoscope connector is connected to the video system center. In particular, confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.8.: inspection of the endoscopic system: ¦inspection of the endoscopic image. Confirm, that the wli and nbi endoscopic images are normal. 5.1.: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3.: ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2.: ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4.: ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient, as described section 5.3.: ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope image disappeared while angulation was in the up direction due to damage on the charged coupled device. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in up direction did not meet the standard value due to wear of angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.